Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call ems dispatched. The customer's blood glucose was 500mg/dl at the time of incident and current blood glucose is 251mg/dl. Trouble shooting was performed and found customer blood glucose went up over 500 and had paramedics dispatched. Was at (B)(6) and had bolused and blood glucose levels kept getting higher and higher. Customer was having difficulty breathing. The paramedics came and brought glucose down to about 320 with an insulin drip. They wanted to take me to the hospital but went home because customer was feeling better. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.